Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the 9733560 found computer components damaged or failing. Analysis of the 9735368 found computer components damaged or failing. The computer was power cycling on its own. After re-seating the ram modules multiple times it still power cycled. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system has not been able to power on since a recent electrical surge in the site operating room (or). Representative stated that the navigation system flickered and shutdown as well as other non-medtronic hardware that were plugged into the same outlet. Plugging the system to another outlet did not resolve the issue. It was reported that the computer fan was running and making noise but there was no response from the system. The procedure was completed without the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.